Event description:
It was reported that an arteriotomy closure of the heavily calcified right superficial femoral artery (sfa) was attempted using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, an unspecified device failure occurred. The arteriotomy was a low stick close to the bifurcation of the profunda and the sfa through graft material. When advancing the proglide device into the arteriotomy in the sfa a 4-5cm hematoma developed. The proglide device was removed and a cut-down performed to treat the hematoma and achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported patient effect of hematoma and the relationship to the device, if any, cannot be determined. A conclusive cause for the reported experience (unspecified failure mode) could not be determined and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Do not use the perclose proglide smc (suture mediated closure) system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It was reported that calcification was noted in a superficial femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.